Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
Opened package of guidewire and inserted into sheath in patient. Guidewire did not look "correct/right" under fluoro during procedure, guidewire withdrawn, end of guidewire unraveled and frayed.

Manufacturer narrative:
A review of the device history records and inspection records was conducted, and no similar concerns were found. 17 samples were returned for review with only one of the samples being used. It was visually confirmed that the coil of the used wire was uncoiled and breakage had occurred at the flexible end of the wire. Two of the unused guide wires were opened and examined with no issues observed. The most probable cause for the deformation of the guide wire was due to an event within the user environment. The instructions for use included with this device includes a caution: "withdrawal, pullback, or manipulation of the guidewire when resistance is met may cause guide wire damage, breakage, or embolization. Avoid withdrawing guide wire through metal needles; guide wires may shear or ptfe coating may scrape off against the needle bevel." Since this issue may be related to the user environment, no corrective action will be taken at this time.